Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient was reprogrammed and was able to receive effective stimulation. The patient does not intend to pursue surgical intervention at this time.